Event description:
It was reported that the customer stepped on the pump and as a result the touch screen became shattered and unresponsive. The customer's blood glucose was 229 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.